Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Upon completion of the device evaluation, or if any additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: the actual device was received for evaluation. A visual inspection noted particles ranging between 1.20 to 1.40 mm in size, floating inside the fluid of the reservoir. The particles were identified to be acrylic material via ftir spectrophotometer scanning. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there were particles in the reservoir of a small volume intermate. This was noted during filling. There was no patient involvement. No additional information is available.